Event description:
In 9/96 pt alleges that he experienced redness, swelling and draining of his wound when he applied the elastic bandages and antibiotic ointment. In 12/96 and in 2/97 he applied the elastic bandages to his wound and he again experienced redness, and swelling and he sought medical treatment like before. He claims he missed 53 days of work through these incidents and was hospitalized for 5 days.